Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery of insulin. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2017 with the following findings: review of the black box data revealed records of rebooting. The battery compartment was confirmed to be damaged; the battery compartment was cracked. The returned battery cap had stripped threads and was unable to be maintain electrical connection. Power interruption was duplicated with the damaged battery cap in place on the damaged battery compartment. A test cap was used for testing. The pump powered on without alarm. The pump was exercised for 24 hours without any further interruption in power. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.